Event description:
It was reported to MFR that the handheld would not hold a charge despite being plugged into the wall outlet. Product analysis has been completed on the returned handheld computer, the serial cable, and the software flashcard. The handheld computer was tested for over an hour and at the conclusion of testing 50% of the battery capacity remained. Although this confirmed that the battery would hold a charge, the device was out of specification as it likely would not have operated continuously for 8 hrs. No other anomalies were identified during analysis.